Event description:
It was reported that during a da vinci-assisted radical cystectomy w/urinary diversion surgical procedure, the fenestrated bipolar forceps instrument was having a liquid leak from the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument as an incidental return. The instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation was missing a piece measuring approximately 0.019" x 0.080" in length. The conductor wire is exposed, however, an electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation was attributed to the mishandling, commonly caused by collision with another instrument or sharp object. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.069¿ - 0.261¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube was typically attributed to the mishandling. A review of the device logs for the fenestrated bipolar forceps (part#: 471205-17 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 2-feb-2022 via system serial#: (B)(4). There were 2 uses remaining after this last usage. No photo or video was provided by the site for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.